Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) , product type lead h3 device evaluation: analysis of the lead found no anomalies. The returned device was subjected to a series of standard tests that included but were not limited to visual inspection and electrical testing; the device passed all testing. H6: please note that method code b21, result code c21, and conclusion code d16 no longer apply to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a trial patient who was using an external neurostimulator (ens). It was reported that the electric resistance was too high during the operation; lead failure. The issue was identified during the operation. The lead was replaced on the same day, and the operation was completed. The issue was resolved at the time of the report. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (serial: (B)(6)); product type: 0200-lead; g2: the country of the event is cn h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.